Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient from the cobas 6000 e 601 module. The initial result was 0.418 miu/ml and was reported outside of the laboratory. The repeat result was 314.1 miu/ml. There was no allegation of an adverse event. The reagent lot number was 308599 with an expiration date of 31-may-2019.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.